Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had an episode of ventricular tachycardia (vt), which was suspected to be device induced. The device was reprogrammed in order to turn off the ventricular sense response (vsr), and the same type of episode recurred, indicating that it was likely not device induced. The device is still in use. No further patient complications have been reported as a result of this event.